Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. It was noted that the left ventricular (lv) lead had a gradual increase to high threshold measurements. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.